Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that pumps versions are not updated. No patient harm. Customer indicated no further investigation is necessary as their biomed department will take over.

Manufacturer narrative:
Correction-complaint is not considered to be a reportable event.

Event description:
It was reported that pumps versions are not updated. No patient harm. Customer indicated no further investigation is necessary as their biomed department will take over.